Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Patient/procedural factors that can result in balloon leakage include the following: (1) excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). (2) kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. (3) calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. Based on available information, it is likely that the crimp balloon was damaged adjacent to the I/c bond. As reported, the leakage was at the ¿proximal portion of the balloon¿. Performing valve alignment in tortuous anatomy could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. The high valve alignment forces experienced in these scenarios could have resulted in difficulty with valve alignment as well. Although a definite root cause cannot be determined, available information suggests that patient/procedural factors contributed to the reported event. During manufacturing, the inflation balloons are 100% inspected for the following dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. During the crimp balloon molding process, the following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, and single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The 26mm flex tip outer diameter is 100% dimensionally inspected to ensure it is not oversized. The fine adjust knob and locking collet assembly is tested. The location of the marker bands on the guidewire shaft are 100% visually inspect by inserting each guidewire shaft and verifying that all marker bands are within specification when completely visible through the fixture windows. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. The commander delivery systems were 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. During final inspection, devices are 100% functionally inspected for fine adjust function, collet/shaft clearance, and collet engagement. 100% distal to proximal visual inspection of the entire device for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Additionally, the work order underwent product verification testing on a sampling basis as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device was visually inspected for physical defects or damage, tested for system retrieval force, tested for balloon burst pressure, and visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested. These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ leakage and delivery system ¿ difficulty with valve alignment were unable to be confirmed. Due to the unavailability of the device, it cannot be confirmed if a manufacturing nonconformance contributed to the reported events. A review of the device history record (DHR), lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests patient/procedural factors likely contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the complaint rate for the trend category ¿valve alignment difficulties¿ did not exceed the may 2018 control limit, but the complaint rate for the trend category ¿leakage¿ did exceed its control limit. However, as no manufacturing non-conformance were identified in the investigation, no corrective action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), a 26mm sapien 3 valve was implanted within a pre-existing hancock surgical valve in the mitral position. After valve alignment was performed, it was noted that there was blood in the atrion and a leak was noted at the proximal portion of the balloon. The delivery system, valve and esheath were removed as a unit. A new system was used to deploy the valve without issue. Patient was discharged in stable condition. The delivery system balloon was considered to have been compromised by performing valve alignment too close to the end of the esheath. The device was able to be successfully de-aired during device preparation, and there was mild resistance/problems during valve alignment. The patient¿s access vessel minimum luminal diameter was 6mm, was mildly tortuous and had no calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).